Event description:
A patient reported experiencing inaccurate low results with a one touch basic. The patient's blood glucose results were 142mg/dl with venous blood(strips one touch plasma calibrated) on patients meter and 197mg/dl in the lab. Tests were done at the same time with a difference of 28%. Patient did not experience any adverse events. No further information has been reported.